Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was scheduled for lead revision on (B)(6) 2019 due to discomfort. No diagnostics or troubleshooting were performed. During the procedure, when attempting to connect to the old ins battery, the set screw would not back out and also would not click. The set screw appeared to be stripped. The physician was not comfortable connecting a new lead to the old ins. A new ins was then implanted. The issue was reported as resolved at the time of report. Relevant medical history included smoking. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the explanted ins device was in possession of pathology laboratory and they were waiting for a call from them. There were no further complications reported or anticipated.